Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: products have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. The complaint states, it was reported that a black plastic piece of oxford impactor fell apart while surgeon was impacting the tibial implant. No piece fell inside the patient. No delay in surgery. The event occurred during surgery, however there were no health consequences or impact to patient. A review of returned product confirms that black plastic pad has fractured. Visual inspection of the returned product shows that the oxford uni knee phase 3 tibial impactor driving head had fractured. The general condition of the instrument shows wear and tear consistent with the operational usage and its time in the field (approximately 7 years). No assembly checks required as the complaint is not related to an issue of assembly non -conformance, the product has an extended history of repeated operation in the field (approximately 7 years) and the complaint is related to component failure, most likely caused by end of lifespan. Functional review and material evaluation not required due to the length of operational history and length of time in the field which suggests that the instrument has been successfully operational during its lifespan. A review of the DHR confirms that the product complies, and was manufactured in line with specifications before final release. The root cause cannot be confirmed with the available information however, the likely root cause of the reported event is general wear and tear and end of life of instrument component due to repeated operational use and time spent in the field (approximately 7 years). DHR has been reviewed, the manufacturing period is april 28 2014 to may 26 2014. A ncr was issued for 5 parts welding pores and had been accepted after rework. The batch part is conforming before final releasing from manufacturing site, no deviations are related to the reported event. Material evaluation not required due to the length of operational history and length of time in the field (approximately 7 years) which suggests that the instrument has been successfully operational during its lifespan. A review of the complaint database over the last 3 years did not show any CAPA or hhed associated to this complaint category. No corrective action required at this time. Both the severity and occurrence of the reported event are in line with the risk file. No harm to patient has been reported. The item was distributed conforming. Adequate instructions are provided to ensure the instrument is reprocessed correctly. The hazard and reported harm are covered by the risk file and the severity/occurrence and the risk scores are within acceptable limits. The overall risk is considered to be low. The investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and investigated. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a black plastic piece of oxford impactor fell apart while surgeon was impacting the tibial implant.

Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a black plastic piece of oxford impactor fell apart while surgeon was impacting the tibial implant.